Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited oversensed noise with greater than 3 seconds of pacing inhibition. It was noted that the patient was pacer dependent. Technical services (ts) reviewed troubleshooting options and possible causes. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited oversensed noise with greater than 3 seconds of pacing inhibition. It was noted that the patient was pacer dependent. Technical services (ts) reviewed troubleshooting options and possible causes. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient was experiencing additional symptoms including fatigue, lightheadedness, shortness of breath, palpitations, and anxiety. As a result, the patient limited and later stopped driving their car, and reduced their hours at work. Subsequently, this rv lead was surgically abandoned and replaced due to lead fracture. This device was also explanted and replaced due to non-product related experience. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited oversensed noise with greater than 3 seconds of pacing inhibition. It was noted that the patient was pacer dependent. Technical services (ts) reviewed troubleshooting options and possible causes. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient was experiencing additional symptoms including fatigue, lightheadedness, shortness of breath, palpitations, and anxiety. As a result, the patient limited and later stopped driving their car, and reduced their hours at work. Subsequently, this rv lead was surgically abandoned and replaced due to lead fracture. This device was also explanted and replaced due to non-product related experience. No additional adverse patient effects were reported.